Manufacturer narrative:
Code "other" was selected as the medical device remains implanted. Return not possible. (B)(4).

Event description:
The following information was reported to gore: on (B)(6) 2021, this patient underwent endovascular treatment using gore® molding & occlusion balloon (mob), gore® excluder® aaa endoprosthesis and gore® excluder® iliac branch endoprosthesis for abdominal aortic aneurysm and left iliac aneurysm. During advancement of the iliac branch component (ibc), it was reported that ¿wire wrap¿ occurred. The delivery catheter was rotated to resolve it. Then, angiography revealed occlusion of the left internal iliac artery. It was considered that the occlusion was due to thrombus embolization. It was decided that the internal iliac component was not to be implanted. The left internal iliac artery was covered by ibc. The aortic extender endoprosthesis was deployed to extend the device proximally, and the whole device was touched up using mob. It was reported that the position of the balloon was slightly out of the device and was at the tortuous part of the proximal neck. It was suggested that the strength of inflation was a little stronger. Then, localized dissection was observed near the lower renal artery. A distal type I endoleak was also observed in the right limb. The dissection and endoleak will be monitored. After all stent graft deployments, the pulse of left dorsalis pedis artery was not confirmed. Angiography revealed narrowed areas in the anterior tibial artery and posterior tibial artery due to thrombus embolization. It was reported that physician believed that the thrombus embolization to the tibialis anterior and tibialis posterior arteries was also likely to had occurred during the first wire manipulation or ibc rotation. Balloon dilation and thrombus removal were performed. The patient tolerated the procedure. The physician stated as follows; it was concerned that this case had many thrombus overall and the condition was bad. The thrombus embolization was likely to had occurred during the first wire manipulation or ceb231210a rotation in the body. Localized dissection in the proximal side was caused by calcification plus balloon position and strength.